Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, after the second firing of the stomach, the jaws of the reload did not close completely; the device could not be fixed on the tissue due to the space between the jaws. The surgeon still fired the device and the staples were able to form into b-shape. A second reload was used, but the device did not close. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: n3g1820y); egia60amt egia 60 artic med thick sulu (lot#: n3e0623y); sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, after the second firing of the stomach, the jaws of the reload did not close completely; the device could not be fixed on the tissue due to the space between the jaws. The surgeon still fired the device and the staples were able to form into b-shape. A second reload was used, but the same issue occurred. The reload was still able to fire. There was no patient injury.